Event description:
Facility alleged that the head section would drift overnight. No injury alleged.

Manufacturer narrative:
Bed is in the bed shop. Isolated issue to head down valve needing to be replaced. Repair is not complete.